Event description:
Customer reported experiencing an altitude alarm from their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer had suspended insulin delivery due to the alarm, but after receiving instructions from technical support to clean the speaker holes and reconnect the cartridge, insulin delivery was successfully resumed. Technical support provided additional tips for preventing future altitude alarms, and the customer acknowledged the guidance.